Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The error log showed that o2 flush was pressed over 30 seconds. The o2 proportional valve, flex cable, and o2 flush valve were replace. No patient information available at time of MDR filing.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.